Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort and had difficulty charging due to the ipg flipping on its side. The patient underwent a revision procedure wherein the ipg was moved into a different location. No device malfunction was suspected. The patient was doing well postoperatively.